Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed andppassed. Receiver charge and boot testing was performed and passed. Functional testing were performed and failed the button, audio and usb tests. An internal inspection was performed and failed due to moisture damage. Picture was taken as evidence. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.